Manufacturer narrative:
Field safety engineer has been sent for investigation. According to service order no. (B)(4) service decided to send the pump to the national repair center after evaluating pump. It was determined a new motor was in order. Single pump was sent to (B)(6) for motor replacement. The repair was done, but the part was discarded by the hospital. Therefore no laboratory investigation is possible. Most possible root cause is the drive belt rpm 20 pmo 15 which was replaced. Thus the failure could be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is an systemic error. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time

Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Customer stated that during setup the single pump displayed an rpm diff error code multiple times. Customer replaced the pump with a backup pump. Service decided to send the pump to the national repair center after evaluating pump. It was determined a new motor was in order. Single pump was sent to (B)(6) for motor replacement. No known consequences to the patient. (B)(4).